Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer declined to reload the cartridge. Blood glucose was 126 mg/dl. Upon follow-up, the insulin gauge was decreasing "normally" and the customer required no further assistance.